Event description:
CPAP face mask tubing comes out very easily. Have been using same brand this is third one of these I have ordered. The third one, this tube, disconnects from o-ring overly easy compared to the other two. This happened multiple times, over multiple nights. I reached out to durable medical equipment provider and advised them. They are sending a replacement. They advise they fill out a form when they do a replacement and the manufacturer is notified. The manufacturer is resmed. FDA safety report ID# (B)(4).

Event description:
Additional information received from reporter on 07/19/2022, for report mw5110322. I accidentally submitted this as being a resmed product but the product is actually evora nasal manufactured by fisher & paykel healthcare. I wanted to advise you so that my voluntary report can be amended.